Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A visual inspection was performed and the reported issue was confirmed. The connector was detached. The root ca use can be due to a lack of solvent in the assembly of the connector with the catheter. As a result, the solvent dispenser system was improved to control the amount of dispensed solvent. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the purple end connection came off the tube.